Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. It was reported that the patient was hospitalized for unrelated events prior to the death. Six days after hospitalization, the pt died. Pd therapy was ongoing and the pt was performing pd therapy with a hc at the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. An internal and external inspection was performed and found no issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issues were found that could have caused or contributed to the event. The cause of the reported problem was not determined. The device was sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An event history log review and a sample evaluation will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.